Event description:
Further information was received. The device was reprogrammed and the patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate therapy and anti-tachycardia pacing (atp) were delivered after detection of a supraventricular tachycardia (svt) episode which was classified as a ventricular tachycardia episode. The device will be reprogrammed to resolve the event. The patient was stable.